Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had sensing issues. Additional testing did not identify any sensing issues, and no errors were present. The epg remains in use. No patient complications have been reported as a result of this event.